Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the customer had a defect; when they tried to remove the cap of the needle, it was pulling off the plastic adaptor piece that has the safety shield. There is no report of adverse or injury.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle, the customer had a defect; when they tried to remove the cap of the needle, it was pulling off the plastic adaptor piece that has the safety shield. There is no report of adverse or injury.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."